Event description:
It was reported that during equipment testing by the customer at the user facility, the bearings are falling out of the core impaction bur guard. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The failure for bearing falling out of bur guard was confirmed by the technician. The bearings in the bur guard were broken. The bur guard was placed in parts retention.

Event description:
It was reported that during equipment testing by the customer at the user facility, the bearings are falling out of the core impaction bur guard. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.